Event description:
It was reported the patient complained of knee pain and x-rays confirmed the tibial component was loose. It was also reported that the patient fell after having her knee manipulated in attempt to increase range of motion. A revision surgery was performed.

Manufacturer narrative:
Information was received form a distributor who is not required to complete form 3500a. This bone cement is manufactured by heraeus medical and distributed by zimmer orthopaedic surgical products. Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Fit and orientation could not be evaluate without x-rays or surgical notes. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The pain could be related to the reported fall; however, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.